Event description:
During a skills fair setup, the thermogard ivtm system (sn (B)(4) displayed a "tcmid:06" (ce post failure) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.